Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient presented with radiculopathy and extremity pain. The patient was diagnosed with back pain l4-s2, post laminectomy failed back l4-s2, pseudoarthrosis l5-s2, degenerative disc disease l4-5. The patient underwent an open posterior surgery consisting of revision surgery l4-s2, discectomy l4-5, lumbar posterior interbody instrumented fusion l4-s2, laminectomy l4-s2, laminotomy l4-5. Autologous local bone, rhbmp-2/acs, posterior instrumentation, and calcium-based bone graft substitutes were used. Local antibiotics were applied and x-ray verification of levels was done. The patient was discharged home. The patient's 30-day nrs was 6. The patient's 30-day odi was 66. The patient had hardware failure post-discharge and neurological deficit post-discharge.